Manufacturer narrative:
(B)(4). On (B)(6) 2021 the customer alleged the pump alarmed pump error 81 and 82 during reboot. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Thus software was utilized and downloaded trace/history files properly and found seven pump error 81 and 82 during basal delivery in the pump history at (B)(6) 2021 on 13:58:32. However, pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 81 or 82 alarms noted. Pump was cut open and found no moisture damage on the motor assembly and force sensor. No moisture damage on the electronic assembly, battery tube, vibrator and internal battery during the visual inspection. In summary, the pump passed functional tests properly. However, customer received pump error 81 and 82 alarms during bolus delivery according to the pump history download, problem isolated to the motor assembly.

Event description:
Information received by medtronic indicated that insulin pump had multiple insulin pump error alarms. Customer was able to clear the alarm and rewind the insulin pump. Insulin pump had passed self test and displacement test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.